Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range shock impedance. Technical services (ts) reviewed the engineering report which showed that the value was at 125 ohms and stated that the shock impedance has since been stable within range. This device remains in service. No adverse patient effects were reported.